Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lock syringe had a crack at the top of the syringe causing the alarm to go off several times, not allowing medications to flow causing the patient to wake from their anesthesia. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one used sample of 20ll lot 1712242 has been received for investigation. Upon visual inspection of this sample no damage or molding defect can be observed in the syringe. DHR of lot 1712242 is reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples from 20ll lot 1712242 are evaluated. Upon visual inspection of these retained samples, no damage or molding defect can be observed in them that could be related to the alleged defect. Regarding pump issue, during manufacturing process break out force, sustaining force and silicone content tests are done per lot according to procedures. On checking the results for this lot, they are within specification limits according to procedure. This test cannot be performed with the used sample received since syringe is single use and result could not be reliable. Break out force, sustaining force and silicone content tests are done with the ten retained samples and results meet specification limits previously mentioned. Leak test is done with the ten retained samples according to procedure and iso 7886-1 annex d. They meet iso 7886-1 annex d. They are also disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This test cannot be performed with the used sample received since syringe is single use and result could not be reliable. Final products in this manufacturing line, for this reference and lot sizes are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet functional inspection printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: since no issues were identified during manufacturing process and manufacturing record established that all production and quality processes were carried out normally and samples evaluated meet specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.